Event description:
Physician reported device rupture, initially not visible on ultrasound. Device has been explanted. This relates to the left device.

Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified; device patch with lot number 2833987, an opening, and red particles on the shell and gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, g1.

Event description:
Physician reported device rupture, initially not visible on ultrasound. Device has been explanted. This relates to the right device.